Event description:
It was reported that "squeaking ceramic hip. As per surgeon the first complaint of squeaking was in 2009, when she was walking long distance, retrospectively she feels while exercising prior to that she had noise which was squeaking. She thought at the time it might have been her shoes. She now has noise when she walks long distances."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.